Event description:
Labor and delivery were complicated by meconium stained amniotic fluid and need for operative delivery (vacuum). Apgar scores 2, 4, 4. Resuscitation required in the delivery room with intubation. Two episodes of vacuum application. #1 used to asssist with fetal descent, no significant descent. #2 reevaluate - pt allowed to push x2 hrs. Pt exhausted, vacuum reapplied. Poor application of v.e. Noted/ m.d. Subgaleal hemorrhage.